Event description:
Patient presented to the physician with open chest incision and exposure of the ipg after overexerting at his job. Physician was referred to emergency room to temporarily close incision and have antibiotics prescribed. Physician brought the patient into the operating room 3 days later, and discovered one of the anchor sutures had broken. Physician irrigated the pocket and device thoroughly with antibiotic irrigation. Physician placed the device in a medtronic antibiotic mesh and anchored the component down and closed.